Event description:
The failure occurred in canada. It was reported that the screen is misaligned by about 1 inch. The screen is shifted upwards. Access to the top line menus is impossible. To access the second line of menus, it is necessary to press the top menu line. To unlock the screen, it is necessary to press 1 and 2, but that is not accessible. It is necessary to press about 1 inch higher. The event occurred during treatment and the cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additonal information become available.note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.